Event description:
A trilogy evo o2 ventilator device was returned to a third-party service center for a failed ppm. There was no harm or injury reported. The trilogy evo o2 was returned and evaluated by a third-party service center and the customers complaint was confirmed. During the evaluation of the device the service center was unable to retrieve the error log via service diagnostic tool or via usb therefore the display board was replaced to address the issue. Afterwards a ventilator inoperative error code in relation to "the ui software version string does not match the overall system version string" was observed in the device event log. The device's software version 1.06.15.00 was installed to resolve the issue. A pneumatic test was performed and passed. No alarms sounded at extended bench run in. The device passed all testing. In addition, unrelated to the reported issue, the fsn repair estimate was sent to the customer, and the repair was not completed due to no response from the customer. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Manufacturer narrative:
The reported failure of [the ui software version string does not match the overall system version string] is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.